Manufacturer narrative:
A boston scientific technical services consultant reviewed the faxed in device data and stated that it appears to be probable metal-on-metal artifact resulting in the oversensing and inhibition. The consultant suggested programming right ventricular (rv) sensing to unipolar configuration and rv pacing to bipolar configuration to see if that affects oversensing. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.

Event description:
Boston scientific received information that this patient was in the hospital due to chest pains. System evaluation noted oversensing which resulted in a 2.4 second pause in pacing. The physician reported this patient has leads that were surgically abandoned and he suspects there is metal-on-metal contact occurring in the blood pool.